Event description:
Patient called back with recharger for further troubleshooting. Patient said they were getting a call medtronic message. Patient attempted to start a recharging session and reported recharger problem. Agent sent replacement recharger request to repair.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. It was reported that the patient reported issues connecting the controller to the implantable neurostimulator (ins). Patient stated that both the controller and the ins were fully charged, but they would not connect to each other. Patient also reported receiving an error message stating that the device could not be found. Patient attempted to connect the recharger at that time, but the controller still would not connect to the ins. Agent had the patient reset the controller, but the patient mentioned that the recharger was not available during the call. Agent instructed the patient to call back to continue troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.